Manufacturer narrative:
Accordingly, we would like to give a summary of our results regarding the reported issue. The technical investigation of the returned product did not reveal the reported problem. During the technical inspection of the tipcam, no malfunction or other functional deviation was found in relation to the customer's description. The tipcam complies with the currently valid specifications. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the image on the scope began flickering during procedure. Procedure was completed successfully. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).